Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intravenous micafungin 100 mg every twenty four hours for seven days. On an unknown date, the patient was switched to hemodialysis. At the time of this report, the patient had recovered. No additional information is available.